Event description:
Balloon burst with a jetstream type leak at 13 atm (3 atm below rated burst pressure). Burst occurred upon 2nd inflation when post dilating a stent in the mid-left anterior descending artery. No pt complications or intervention occurred.